Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 58 mg/dl and after treating with food, it elevated to 305 md/dl. A bolus of insulin was administered. The customer thought that the settings on the pump may be incorrect. The customer has indicated that she has reached out to a healthcare provider, but has yet to speak to him. The customer declined tandem technical support's offer to troubleshoot for the fluctuating bg level.